Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the left ventricular (lv) lead, the zinger wire broke off inside the lead body when removing the wire. It was noted that the distal end of the wire was in the lead and coming out of the end of the lead. The lead and wire were not used and replaced. No patient complications have been reported as a result of this event.